Manufacturer narrative:
The devices were not returned and very limited info was provided by the hospital. Add'l info provided by vice president and general counsel: gravidity/parity: g2/p0010 (hx of 1 termination). Indication for the procedure: decreased maternal expulsive effort with limited progression of the vertex. What kiwi vacuum device was used (the medwatch report lists both the kiwi omnicup and the vac-6000s procup): both were used. Number of pulls: 5 per md and rn notes. Number of pop-offs/detachments: not documented. Was the cup location documented after the delivery? No. It appears our recommendations were not followed: ie, 5 pulls, did not document pop-offs, used both the procup and omnicup. There is no evidence to show that the kiwi vacuum cups malfunctioned in any way. Lot# 070968.